Manufacturer narrative:
Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer confirmed that the facility wiped the insertion section. It was unknown if the facility presoaks the endoscope in detergent solution. The customer confirmed that the facility wipes/ brushes the insertion section with clean lint-free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope had a poor image. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps elevator had foreign material which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that there was a foreign object on the forceps stand due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the bending tube was deformed due to physical stress. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the scope connector and the electrical connector had water leakage due to water invasion in the device. It was observed that the adhesive around the light guide lens was peeled. It was also observed that the light guide lens had a crack due to a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: scope connector, connecting tube, plastic distal end cover, protector of the universal cord on the scope connector side, universal cord, switch box, scope cover, grip, lock engagement lever, lock engagement knob, up and down knob, right and left knob, and on the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of combined functions with related equipment" as follows. [Inspection of endoscope]. Visually check that the guide wire fixing groove on the forceps table is free of dirt. [Inspection of forceps lifting mechanism]. Confirmation of smooth operation. While looking at the forceps stand at the tip of the endoscope, slowly move the forceps lever in the "u" direction until it stops, and check by feel that the forceps lever operates smoothly without any roughness, catch, or other abnormalities. To do. Also, visually check that the forceps stand rises smoothly. Also, with the forceps lever in the "u" direction, visually check that the forceps stand does not move when you push the forceps stand from the tip side to the operating section side with your fingers. Also, visually check that the forceps lifting wire visible at the end of the endoscope is not cut, frayed, or bent (see figure 3.5). Do not use the endoscope if the forceps lifting wire is cut, frayed, or bent, as shown in figure 3.5. While looking at the forceps stand at the tip of the endoscope, slowly move the forceps lever in the opposite direction of "u" until it stops, making sure that the forceps lever operates smoothly without any irregularities such as roughness or binding. Check by feel. Also, visually check that the forceps table falls down smoothly. Also, visually check that the forceps lifting wire visible at the end of the endoscope is not cut, frayed, or bent (see figure 3.5). Do not use the endoscope if the forceps lifting wire is cut, frayed, or bent, as shown in figure 3.5. [Inspection of forceps channel and forceps lifting mechanism]. After visually confirming that the forceps table has fallen down, insert the treatment tool through the forceps plug, and visually check that the treatment tool comes out smoothly from the forceps exit at the tip of the endoscope and that no foreign matter is ejected. Check by feel. Extend the treatment instrument approximately 3 cm from the tip of the endoscope, operate the forceps lever in the "u" direction, and check visually and by touch that the forceps table rises smoothly. Operate the forceps lever in the opposite direction of "u" to fold down the forceps stand. Verify visually and by touch that the treatment tool can be pulled out smoothly from the forceps plug. Olympus will continue to monitor field performance for this device.